Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "primary alarm failed" message. The device was in clinical use when the issue occurred; the patient was moved to a different system. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "primary alarm failed" message. The customer confirmed that a 1102 error message was recorded in the event log. The rse noted that when the primary audible alarm test fails for either speaker, an alarm is annunciated using both the primary and backup audio devices. The rse provided the customer with the following guidance for resolving the issue, listen for audible sound from the speakers; verify that the speakers are connected; verify that the braided wires are not touching the speaker housing; verify that the resistance of each speaker is 6.8 to 9.2; replace speaker #1 (motor control (mc) printed circuit board assembly (pcba).replace speaker #2 (power management (pm) pcba); replace the central processing unit (cpu) pcba. The customer was provided with the part number for a replacement cpu. The investigation is ongoing.